Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. It was noted that the patient has been lost to follow up for several years. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. The physician plans to refer the patient to another physician for further evaluation. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was referred for routine device replacement and a lead revision on an unknown future date. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. It was noted that the patient has been lost to follow up for several years. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. The physician plans to refer the patient to another physician for further evaluation. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.